Event description:
The patient presented for revision after the lead was confirmed through chest x-ray to be dislodged. The atrial lead could not be revised and was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the right atrial lead exhibited loss of sensing and loss of capture. A chest x-ray revealed that the lead had become dislodged as a result of twiddlers syndrome. No intervention had been reported.